Event description:
It was reported by the sale rep that a physician complained about being burned a number of times using a pegasys pencils. The device was being used with a conmed generator. The physician was using coag set at 80 and spraying the tissue. Physician is the only one at the facility to use the system this way and the only physician to complain about being burned. The biomed suggested the physician consider the properties of capacitive coupling when using that much power. Physician should look at the location of metal retractors and the possibility of holes in the gloves of the physician.